Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred after there was no interaction with the pump for 12 hours. There was no impact to the customer's blood glucose level. The customer was reminded that the auto-off safety feature can be modified or turned off. Recommendation was made to consult with a health care provider to discuss the proper settings for diabetes management.